Event description:
It was reported that the patient notes discomfort with any ventricular pacing. When the device was interrogated during an office visit, the patient was reported to have "jumped off the table". The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.